Event description:
It was reported that during patient transport the device suddenly alarmed, stopped delivering air and all panel buttons became unresponsive. After device restart it behaved as expected but then the issue recurred several times. No patient injury or serious impairment of patient´s state of health was reported.

Manufacturer narrative:
The event occured approx. 3 month ago and the user facility reported to the national authority only. There was no involvement of the local dräger s&s organization into examination or repair of the device after the event - no further information could be obtained. The missing of essential information such as log file, further device checks or repair measures do not allow an investigation at all, the event can neither confirmed nor declined by the manufacturer. Multiple scenarios would be imaginable; a differentiation is not possible. The provided information might indicate that the device detected an irregular operating situation and posted an alarm and opened the airway system to allow spontaneous breathing - this would indicate a specified behavior in case of this potentially detected malfunction. The nature or cause of this potentially malfunction could not be identified, due to missing information. The case was closed due to insufficient information. The unique device identifier (UDI) of the affected product could not be determined as no serial number was provided to us. We will ask our customer again to provide us with this. If a UDI is required for this device, we will send you a follow-up report. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to a UDI, we will send a follow-up report.